Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image sent for evaluation from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock eyelet bent and could not be implanted. The case was completed using a product from another manufacturer. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024. Additional information received on 4/8/2024: nothing broke inside the patient. The case was delayed about five minutes. The patient suffered no negative effects on or after the procedure.